Manufacturer narrative:
The (B)(4). Was found to be a duplicate of (B)(4).; therefore, the case (B)(4). Will be closed. The current investigation will be discarded. The correct investigation and findings were performed under (B)(4)., FDA report number: 1020279-2023-00109.

Event description:
It was reported that on literature review "failure of the femoral and tibial components following anterior cruciate ligament injury after robotic-assisted bicruciate-retaining total knee arthroplasty", after a right cori robotic-assisted bicruciate-retaining total knee arthroplasty surgery in which a journey ii xr system was implanted due to osteoarthritis; one (1) patients sustained revision surgery 10 months after surgery due to a fall while working in agriculture two months before, that resulted on a acl injury. Patient presented with complaints of swelling in the right knee and inability to walk due to pain. During revision surgery, journey ii xr system was explanted. Findings included, spin out of the lateral ultra-high molecular weight locking mechanism, joint effusion with dark brown blood, crepitus with flexion. Also, plain radiographs of the right knee showed the metal line sign associated with the shapes of the femoral and tibial components and thrust of the femoral component in the medial direction. Black deposits associated with metallosis were observed throughout the intra-articular joint. Competitor constrained condylar knee system (zimmer-biomet) was implanted in exchange. Patients¿ outcome is unknown. No further information is available.

Manufacturer narrative:
Internal reference number: (B)(4). Shiga k, kaneko t, yamamoto a, amemiya k, omata m. Failure of the femoral and tibial components following anterior cruciate ligament injury after robotic-assisted bicruciate-retaining total knee arthroplasty. Arthroplast today. 2024 oct 11;30:101523. Doi: 10.1016/j.artd.2024.101523. Pmid: 39959373; pmcid: pmc11827018. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.